Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned and the lot number was confirmed with the packaging returned with the device. During functional inspection, the device was found to be returned in deployed state. The device was found to be deformed. The stent delivery wire and introducer sheath were found to be intact; however, the introducer sheath distal tip was damaged during analysis. Functional testing was not performed as it was visually confirmed with the returned device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event of the stent difficult/unable to advance or pullback through catheter could not be confirmed; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. During analysis, the stent was found returned in deployed state and deformed. An assignable cause of procedural factors will be assigned to the as analyzed event of stent difficult/unable to advance or pullback through catheter as well as the analyzed events of stent deployed prematurely during use and stent deformed since this issue appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.

Event description:
The subject stent was returned for analysis and the device investigation revealed that it prematurely deployed during use in the patient. No clinical consequences were reported to the patient due to this event.